Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor sotrage.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 80-130mg/dl fasting. Verified the strips expire 6/30/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Memory concerns:all results on (B)(6) 2016. When retrieving meter memory time and date were not properly set up in meter. Customer originally called for assistance running a control test that read within range and then stated she felt her meter was reading erratic. Customer is concerned with blood results as she feels they are too high and too low for her liking and that she is uncomfortable with the meter. Customer stated that she is on prednisone which she is aware elevates her blood sugar. Customer states she is on a new medication on (B)(6) 2016 called actos which is supposed to bring her blood sugar down. Customer states she does not know her expected range because "taking prednisone makes my blood sugar vary so I don't really know where I should be at "